Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for stopper pop off was not observed. Additionally, 5 retention samples from bd inventory were functionally evaluated for stopper issues and no defects were observed; no stoppers popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of stoppers pop off after being manually opened and placed back on the tube resulting in sample spillage and recollects. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of stoppers pop off after being manually opened and placed back on the tube resulting in sample spillage and recollects. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.